Manufacturer narrative:
Correction to the initial MDR in block h6. B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a medical event, a smartfreeze device was chosen for operation. An error was reported, specifically an rfo, indicating a refrigerant flow obstruction detected. This incident took place external to the patient. There is no information available regarding the device's return. Consequently, the procedure was terminated. It remains unclear whether the patient was under sedation when the issue arose. It is unknown if the device will be available for return. During a field service visit, the cryo-connector, micron filter, and check valve sub-assembly (cv6) were replaced; however, the rfo error persisted. Further inspection revealed a leak in the crbs solenoid valve assembly sv1. In the second service intervention, both sv1 and the crbs solenoid valve assembly sv9 were replaced. However, the ablation test failed due to an outer balloon pressure error. A third replacement was conducted, which included the crbs cryo-connector with tygon tubing assembly and the crbs sv9 extension tubing assembly. This final intervention successfully resolved both the functional and ablation test issues.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a medical event, a smartfreeze device was chosen for operation. An error was reported, specifically an rfo, indicating a refrigerant flow obstruction detected. This incident took place external to the patient. There is no information available regarding the device's return. Consequently, the procedure was terminated. It remains unclear whether the patient was under sedation when the issue arose. It is unknown if the device will be available for return.